Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) mentioned there were some issues where their implant was placed because they recently lost weight. Pt did not clarify what the other issues were or how much weight they lost. Patient services (pss) attempted to call pt back to confirm but was unable to reach them. No symptoms were reported.